Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿broken top cover¿ could not be confirmed through this evaluation. The suspect product was expected to be returned for repair. Attempts were made to obtain additional information from the customer regarding the return status; however, no additional information was provided. To date, the power module (serial # (B)(6)) associated with the event was unavailable for an evaluation. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module (serial # (B)(6)) was shipped to the customer on 10feb2011. Power module IFU (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a broken top cover.